Event description:
Report received of the device under-delivering during routine preventative maintenance testing. There were no reports of any adverse patient events associated with this pump while in use with a patient.